Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic-assisted laparoscopic therapeutic treatment of a right inguinal hernia and right incisional ventral hernia. It was reported that after implant, the patient experienced ongoing pain and recurrent ventral incisional hernia. Post-operative patient treatment included revision of recurrent hernia and replacement of mesh.